Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative non-union and infection development is unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed on part # 04.037.259s, lot # h117853 (sterile) -12 mm/130 deg ti cann tfna 380 mm/left- sterile. Quantity 6: manufacturing location: (B)(4), manufacturing date: 10-jun-2016, expiration date: 31-may-2026. Inspection sheet for in-process/inspect dimensional/final and inspection sheet - tfna assembly inspection met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9913971, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 9937532, 04.037.912.3 - tfna lock drive bp-58 lot - h099353, 21127 - raw material lot bp-80 lot - h051488. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient the patient underwent a removal of a tfn-advanced¿ proximal femoral nailing system (tfna) due to a non-union and infection on (B)(6) 2017. Cultures were taken prior to the procedure and it was determined the hip fracture was an infected non-union. One (1) 12 mm/130 degree titanium cannulated tfna 380 mm/left-sterile and one (1) tfna helical blade 100 mm were removed intact. The patient received antibiotic cement over a rush rod placed in the femur. No surgical delays. No reported patient harm. Date of implant is unknown. This is report 1 of 2 for (B)(4).